Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received no delivery alarm. The customer's blood glucose was 279 mg/dl at the time of incident. The customer also reported that they had recently called to troubleshoot a no delivery alarm. The customer is not using the insulin pump due to reoccurring issue with no delivery alarm. No alarms were cleared. The insulin pump will be returned for analysis.